Event description:
A (B)(6) old male patient contacted zoll customer support to report constant 'check te pad' messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, the pulse wire in the cable running from the distribution node to the front therapy electrode (te) was broken. The cause for the check te pad messages is the damaged pulse wire. The root cause for the damaged pulse wire cannot be positively identified but is likely a result of excessive force placed on the cable. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.